Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the screen went blank and quit functioning. The procedure was completed using a backup glidescope go monitor which was made readily available. No delay in the procedure or harm to the patient was reported. Following the reported incident, the facility's biomedical engineering department was unable to replicate the reported issue; however, they did notice the monitor's lcd was cracked diagonally across the screen.

Manufacturer narrative:
The customer declined the option to have their glidescope go monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. The glidescope go operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported monitor serial number (B)(6) did not identify any previous complaints. Trending analysis for glidescope go monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.